Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the reported unresponsive keypad which was reproduced during evaluation. The processor printed circuit board was determined to be the failing component and was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an unresponsive keypad. There was no known patient injury or medical intervention associated with this event. No additional information is available.